Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported unit will not power up on (ac) alternating current only, and internal battery is failing. The problem was discovered during performance verification testing. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported issues. The fse provided a part number for the power management board. The customer called back and verified the power management board was defective. The fse advised to order a new power management board, but power management board is on back order.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(4)2020. The manufacturer¿s field service engineer (fse) remotely confirmed customer replaced the power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.